Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that there was inadequate brake force due to worn brake rings.

Event description:
It was reported via repair work order that the brakes would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not hold. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.